Event description:
(B)(4) clinical study. It was reported that stent restenosis occurred and myocardial infarction was experienced. In (B)(6) 2013, the patient was diagnosed with myocardial infarction upon admission and was referred for cardiac catheterization per the promus element china protocol. The target lesion #1 was located in the proximal left anterior descending (lad) extending into the mid lad with 100% stenosis, and was 33 mm long, with a reference vessel diameter of 2.60 mm. The target lesion #1 was treated with pre-dilatation, and placement of a 2.75 x 38 mm promus element ¿ long study stent. Following post dilatation residual stenosis was 0%. Seven days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient was diagnosed with myocardial infarction upon hospitalization. The following day, cardiac enzymes elevation was consistent with protocol definition of mi, with peak ck-total = 964 iu/l, uln= 200 iu/l; peak ck-mb = 75.4 iu/l, uln=24 iu/l and peak troponin I = 2.3 g/l, uln= 1.68 g/l. Coronary angiography revealed: 60 - 99% stenosis in the proximal to distal lad; whereas in-stent restenosis of the previously implanted study stent at proximal to mid lad cannot be excluded. The patient was treated with medications. Seven days later, the event was considered as recovered/resolved and the patient was discharged on the same day.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2014, diagnostic angiography revealed 100% stent thrombosis of the study device placed during the index procedure in the proximal left anterior descending (lad). The patient however did not undergo any corrective actions to treat the event of stent thrombosis.